Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) reported that the issue was not duplicated. The device was confirmed to be operating per specifications and no failure was identified. The device passed required performance verification tests per service manual and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
It was reported, while in patient use, the device did not have visual or audible alarm. No reports of patient/user harm or injury. Device evaluated and returned to service. Investigation is ongoing.